Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient¿s cycler emptying both their 5l solution bags into them. The patient reported that their total treatment volume is 8000 ml. The patient also reported that they received a scale reading error and a make sure heater bag is on heater tray message during fill 4 of 4 of the treatment. The patient discontinued treatment during fill 4 of 4 due to the heater bag being empty after the patient was filled with 1061 ml. A review of the patient¿s treatment records identified that the patient drained 5308 ml during drain 2 of the treatment and drained 4711 ml during drain 1 of the treatment. The drain volume for drain 1 is 236 % the patient's prescribed fill volume of 2000 ml and the drain volume for drain 2 is 265 % of the patient¿s prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the event occurred on (B)(6) 2020. The pdrn stated that the cycler iq drive did not pick up the treatment from (B)(6). The pdrn stated that they are unsure what exactly happened this day. The pdrn stated that the patient performed an adequacy collection and when the patient brought in the bags, it was discovered that the patient drained 13100 l. The pdrn also stated when the patient came in the next day, they did a manual drain and they drained about 200ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed both pump door catch posts were rotated slightly counterclockwise. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A as received simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent the system air leak test, the valve actuation test, and the go/ no go gauge check and were found to meet product specifications. The cycler underwent and failed the pump door test due to a rotated pump door post. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found a production floor problem report. During test and calibration step 6.2, the pump door test failed. The hinges and catch post were cleaned, and thereafter passed during test and calibration previously. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.